Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported hat the customer experienced an elevated blood glucose (bg) level (513 mg/dl). Contact alleged the pump was "experiencing issues". Tandem technical support performed a pump system check, and pump functioned as intended. Customer addressed elevated bg level with a bolus, and had assistance changing the infusion set. Recommendation was made to discuss diabetes management with customer's health care professional.